Event description:
It was reported that a patient underwent a procedure with a lasso 2515 nav variable catheter and an error was displayed as well as a physical damage was noted. During procedure, a "catheter sensor error" appeared on carto system. Troubleshooting was performed: changed the port, changed connector, turned piu off and on again, an issue was not resolved. Catheter was replaced and procedure continued with no patient consequence. There was 10 minute delay. Upon visual inspection of the catheter, damage was found close to the last electrode; the plastic part of the device was out and inside wiring was made visible. This condition was not noted prior to use of the catheter and there was no difficulty removing it. The sheath used was sjm sl0 8fr (non bwi product). Since there was visibility of inner components (wiring) found close to the sensor, it was determined for this complaint to be reportable, as it may lead a potential risk to the patient.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on march 10, 2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a procedure with a lasso 2515 nav variable catheter and an error was displayed as well as a physical damage was noted. During procedure, a ¿catheter sensor error¿ appeared on carto system. Troubleshooting was performed: changed the port, changed connector, turned piu off and on again an issue was not resolved. Catheter was replaced and procedure continued with no patient consequence. There was 10 minute delay. Upon visual inspection of the catheter, damage was found close to the last electrode; the plastic part of the device was out and inside wiring was made visible. This condition was not noted prior to use of the catheter and there was no difficulty removing it. The sheath used was sjm sl0 8fr (non bwi product). Per the information reported, since there was visibility of inner components (wiring) found close to the sensor, it was determined for this complaint to be reportable, as it may lead a potential risk to the patient. The bwi failure analysis lab received the device for evaluation. Upon receipt, the catheter was visually inspected and lasso loop spine cover had wrinkles on distal side of pu margin with the peek housing; it was found that this type of wrinkles are expected due to the natural curve of the lasso loop assembly. No wires or internal components were found exposed. Per the catheter sensor error reported the eeprom was intended to be read, however since the eeprom data was not generated, it can be determined the eeprom was corrupted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a catheter error was confirmed. However, the root cause of the corrupted eeprom remains unknown. The customer complaint regarding a damage on the catheter was not confirmed. No damage was observed on the catheter, no wires or internal components were found exposed. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As the lot # was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).